Manufacturer narrative:
Findings: a33 alarm during the basic occlusion test due to detached end cap. The drive support disk it was inspected and no anomaly was noted. Received with pump cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, cracked battery tube threads, cracked end cap and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer reported damage to the drive support cap of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.